Manufacturer narrative:
Complete information for a1 patient identifier = sid (B)(6) and sid (B)(6).an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect anti-hbs results for one patient that had just had an infusion of blood products after hospitalization for a pulmonary contusion with rib fracture. The following data was provided: sid (B)(6) initial results from (B)(6) 2023 = 1.66 repeated on 21may = 1.33 miu/ml sid (B)(6) initial results from (B)(6) 2023 = 73.97 repeated on (B)(6) 2023 = 76.79 miu/ml reference range = <10 miu/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated results included a search for similar complaints, and the review of the complaint text, trending data, field data, labelling, and device history records. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data through abbottlink was evaluated. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Trending review determined no trends for the issue for the product. Device history record review on lot 47401fn01 did not show any potential non-conformances, or deviations. Labelling and literature were reviewed which adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay, lot number 47401fn01 was identified.

Event description:
The customer observed falsely elevated architect anti-hbs results for one patient that had just had an infusion of blood products after hospitalization for a pulmonary contusion with rib fracture. The following data was provided: (B)(6) initial results from (B)(6) 2023 = 1.66 repeated on (B)(6) = 1.33 miu/ml (B)(6) initial results from (B)(6) 2023 = 73.97 repeated on (B)(6) 2023 = 76.79 miu/ml reference range = <10 miu/ml no impact to patient management was reported.